Event description:
During review of programming history, it was noted that ana faulted diagnostics test was performed that change the patient¿s settings on (B)(6) 2006. No final interrogation was performed and the patient left the appointment at faulted settings. The setting change was noted at the next appointment, but the settings were not fully corrected at that time.

Manufacturer narrative:
Analysis of programming history.